Event description:
It was reported the customer had issues with their reservoir. The customer stated they were able to pull air into the reservoir, but air could not exit from the reservoir. Customer could not return the reservoir for analysis as the reservoir was discarded. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.